Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The cause of death was heart failure and complications of diabetes. The caller stated that the customer had 40 years of heart disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the next of kin greater than 48 hours prior to passing. The customer was taken off the pump as they kept bottoming out. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Findings: the unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. Unit uploaded properly using carelink pro. Unit had cracked display window, cracked case at display window corner and cracked reservoir tube lip. Data analysis: there is no data available due to the unit did not have a battery installed when received. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.